Manufacturer narrative:
The device was received for evaluation. The investigation is pending completion.

Event description:
The event involved a primary plum set, 2 clave multiport connector, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, polyethylene lined light resistant tubing, secure lock, 213 cm where it was reported that it began to leak with the administration of the premedication. Although the event occurred during infusion, there was no patient harm.

Manufacturer narrative:
Investigation summary received one (1) used list# 121939290, primary plum set connect to one (1) used list# unknown, needle for inspection. There was a tear on the tube below the bag spike. The tear through the tube was a straight and clean cut. No other damage and anomalies were noted. The packaging was returned and no damage or anomalies were observed. Received three (3) photos, one (1) photo of the torn tubing, one (1) photo of the set, and one (1) photo of the packaging. The sample leaked. The reported complaint of leak can be confirmed. The probable cause is due to interactions with a sharp object. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.